Event description:
Regional sales manager reports a lumbar catheter was inserted on a very heavy patient following abdominal aortic aneurysm repair. The first lumbar catheter which was inserted by the resident was observed to be draining poorly. The catheter was removed and a second lumbar catheter was placed by the same resident in a different position. The catheter was still draining poorly but was left in the patient. The patient was sent to the ICU department. The physician was called a few hours post-op because only a few milliliters were observed draining from the catheter. After evaluating the situation, the physician made the decision to remove the catheter. Upon removal of the catheter the physician reported feeling "significant resistance" as he was withdrawing the catheter. With about 4-5 cm left in the patient, the resistance had increased and the catheter broke, leaving about 1-2 cm in the patient. The physician consulted with the neurosurgeon who determined the catheter should be left in the patient. No infection or neuro deficit was observed.